Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the right ventricular lead exhibited noise. The patient was brought into the clinic and the noise was confirmed. It was also noted that r wave sensing had dropped below acceptable levels. During the lead revision procedure, a lead fracture was observed. The lead was capped and replaced on (B)(6) 2015. The patient was doing well post procedure.